Event description:
The customer reported a leak when using the coulter act diff 2 analyzer. The leak was described as a diluent leak of a few milliliters from the instrument. The leak was contained within the instrument. The customer also reported the instrument generated an error condition of voteouts for the wbc (white blood cell) parameter for the quality control (qc) samples and prior to that there were multiple wbc background failures. The operator was wearing gloves when the event occurred. There were no reports of exposure to mucous membranes or cuts. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
The customer stated that there were wbc (white blood cell) aperture alerts and wbc background failures on startup. Once the startup was successful, there were wbc voteouts on qc samples. While troubleshooting, the customer was able to tighten rbc (red blood cell) bath filters (diluent filters) that had caused the leak, however, the wbc aperture alerts persisted. Field service was dispatched. On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and observed mchc (mean cell hemoglobin concentration) and wbc (white blood cell) failing on startup. After bleaching the baths, the hgb (hemoglobin) and wbc failed at startup again. The aspiration probe block (probe wipe block) was replaced to resolve the issue. The associated duro tubing through bio chemical pinch valves were also replaced as a preventative measure. Startup was successful and qc results were within specification. Identified failure mode: the failure mode of the leak identified was loose diluent filters. The failure mode of background and quality control issues is related to the aspiration probe block (probe wipe block). No erroneous results were associated with this event. Upon recur of the probe-wipe block failure mode identified; it is likely to impact all patient results parameters due to carryover or contamination. Upon recur of the diluent filter failure mode; is likely to impact all patient results parameters due to insufficient reagent availability. Product labeling was evaluated: warnings and precautions: beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).